Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The alarm was cleared and the patient was going to start therapy over. There was no patient injury or medical intervention associated with this event. No additional information is available.